Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 4 had failed and did not open. The field service engineer (fse) plugged the wires back into the latches and applied black grease to the latch tips. The doors were recovered, and door 4 was confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 was malfunctioning, it did not come up to recover and would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.